Event description:
The manufacturer received information alleging a ventilator alarmed for detachable battery depleted and internal battery depleted with the ac power supply connected and flow was low. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not return.

Manufacturer narrative:
The manufacturer previously submitted receiving information alleging a ventilator alarmed for detachable battery depleted and internal battery depleted with the ac power supply connected and flow was low. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint ' internal battey depleted'. The device's system board was replaced to address the issue. The system board was evaluated by the manufacturer's product investigation laboratory (pil) and found the system board functioned as designed and operated without issue or error codes.

Manufacturer narrative:
The manufacturer previously submitted receiving information alleging a ventilator alarmed for detachable battery depleted and internal battery depleted with the ac power supply connected and flow was low. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint ' internal battey depleted'. The device's system board was replaced to address the issue.